Event description:
It was reported by the distributor that the patient had gotten their toe stuck in the pull ping ring on the footboard of the unit and injured their toe. The unit was evaluated by a technician and no malfunction was found. The severity of the alleged injury is not known.